Manufacturer narrative:
A review of the result files for the unexpected negative reactivity showed that reactions appeared as reported by the instrument. In-house testing with retention product confirmed the presence of the fyb antigen on capture-r ready test wells. No patient sample was available for investigation. The investigation did not identify a product deficiency.

Event description:
A customer reported obtaining unexpected negative reactivity with the capture-r ready-ID extend I assay on the echo.